Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2015-00247 to provide the completed investigation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that a part of the sheath tube had been retracted into the hub side. The segment near the distal end had been flattened. The cross cut valve was found to be in place. The sheath tube measured and found to be shorter by 15mm than the specified length of 100mm. From this, it is conceivable that the portion retracted into the hub is 7.5mm in length. Magnifying inspection of the flattened segment did not reveal any anomalies which would have related to the generation of the flattening. X-ray fluoroscopic inspection revealed that the sheath tube was protruding through the caulking pin into the cross-cut valve side. The cross cut valve was taken out of the housing for further inspection. The dimensions of the cross-cut valve were measured and confirmed to meet manufacturing specifications, being comparable to those of the cross cut valve taken out of the current product sample. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the reported leak is likely to have occurred on the actual sample due to the slit of the cross cut being pushed wide open by the sheath tube that had been retracted and came into contact with the cross cut valve. The device labeling does address the potential for such an event in the instructions-for- use (IFU): "use care when handling or adjusting the sheath to avoid damage to the sheath tubing." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2015-00247 to provide the completed investigation results.

Manufacturer narrative:
(B)(4). The actual sample has not be returned to the manufacturing facility for evaluation. Therefore a follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. The potential for such an event is addressed in the instruction-for-use (IFU) with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported valve leakage during a procedure. Follow-up communications with the user facility confirmed the following information: at the completing of a case, after removal of the 6fr guide cath the sheath was spraying blood; the 6fr guide cath was the only item put through the sheath; and it was reported that there was a significant amount of blood loss, actual amount was not provided.